Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, before firing during a laparoscopic procedure, there was a problem loading and unloading the device because it was difficult to remove the reload and the reload in the black adaptor broke off. The surgeon was unable to press the green button and was unable to squeeze the handle. The device was discarded by the customer. The patient is well.